Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The cause of the impedance issue was not determined. Oversensed noise leading to inappropriate shocks were also observed, however there was no therapy exhaustion. Surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.